Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the posterior descending artery. An unspecified stent delivery system (sds) met resistance during advancement onto and withdrawal from the hi-torque balanced middle weight (bmw) universal ii guide wire. Additionally, the 2.5x8mm nc trek balloon dilatation catheter (bdc) met resistance during advancement onto and withdrawal from the hi-torque bmw universal ii guide wire. As a result, the hi-torque bmw universal ii guide wire was removed and a new hi-torque bmw universal ii guide wire was used to successfully complete the procedure. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant product: guide wire: balanced middle weight (bmw) universal ii. The balanced middle weight (bmw) universal ii guide wire mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.